Manufacturer narrative:
The reported event of ¿lead was damaged¿ was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Visual inspection found the outer lead insulation was scratched at the middle region of the lead. The cause of the reported event was consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician attempted to position the right ventricular (rv) lead but the rv lead was damaged in the process due to the patient's torturous anatomy. The rv lead was not used and replaced. The patient remained stable throughout the procedure.